Manufacturer narrative:
Device evaluation was completed. No product was returned for investigation. The cause of the reported problem could not be determined. A DHR (device history review) was performed and no problems or issues were identified during this DHR review. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available. No lot or serial numbers were communicated; device expiration date and device manufacturing date are not available.

Event description:
It was reported the customer tried to detach the cassette from the pump during the use of it, but could not do it. No patient injury was reported.